Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the surveillance would reboot when discharging a patient. There was no patient incident.

Manufacturer narrative:
1218950-2018-02136 follow up was mistakenly reported as -002 and should have been follow up -001.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.